Event description:
Surgeon reported to sales rep: patient with a past history of mrsa (unknown site) underwent parastomal hernia repair with mesh implant. In 2010, patient underwent parastomal hernia repair with mesh implant. In 2010, patient noted to have bowel evisceration, underwent surgery, where md noted graft had disintegrated in the center. Mesh explant and primary closure was performed.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. A DHR review has not been conducted, since no specific product code or lot number have been provided. There were 22 various size pieces of the returned graft received. The largest piece of graft returned had a section of it missing and none of the other 21 pieces visually appeared to be the missing section from this piece. Based on the condition of the complaint sample and information received from the surgeon, it is unknown if the largest piece of the graft received is the piece graft that was reported as disintegrated in the center. No conclusion can be drawn at this time.